Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation not returned to the manufacturer.

Event description:
Preop dx: hematoma left hip status post arthroplasty. I & d left hip, poly & femoral head exchange.